Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01580. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stage 2 anterior prolapse, stage 1 posterior prolapse, pelvic pressure/pain, dysfunctional uterine bleeding, stress urinary incontinence and a sling was implanted. Concomitantly the patient underwent a cystoscopy and partial hysterectomy. It was reported that following insertion the patient experienced severe pain, pelvic pain, pain while walking, difficulty during intercourse, dyspareunia, constipation and mental and emotional damages. It was reported that patient underwent additional surgery: (B)(6) 2010 :laparoscopy, scar tissue removal, untangle ovary (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal wall sling and cystoscopy on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital due to pain, dyspareunia, and partial erosion of sling.

Event description:
It was reported that the patient underwent excision of vaginal wall sling and cystoscopy on (B)(6) 2013 by (B)(6) at (B)(6) hospital due to pain, dyspareunia, and partial erosion of sling.